Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing was defective and alleged that the tubing "has a notch" and "insulin leakage is possible." The lot number was not provided. No adverse event reported. The infusion device cannot be returned for legal and customs issues.